Event description:
User facility reported that the tracheal tube was in use during a surgery. According to reporter, the tube became "twisted/kinked". The ventilators inflation pressure was increased to maintain the airway. No adverse effects or intervention reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.